Manufacturer narrative:
The reported complaint of quattro catheter leak was confirmed. A water emission/leak was observed at proximal luer port during lumen crosstalk test. Probable causes for the reported complaint can be a latent material defect. Visual examination of the returned catheter was performed. No physical damage to the catheter was found. Observe blood residues on the balloons and on distal lured tubing. Functional leak test of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance. During functional testing, the catheter was connected to a pressurized inflation device for one minute, the balloons fully inflated when pressurized up to 100 psi. No leak was observed on the balloons. However, a water emission/leak was observed at the proximal luer port during lumen crosstalk test. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for a catheter with a lot number 93383.

Event description:
A patient was hospitalized and underwent treatment for hypothermia. Quattro catheter was inserted into the right femoral vein by a physician. Two hours after the quattro catheter was placed, the saline bag was observed empty. The user replaced the saline bag. No fluid was noted around the start-up kit (suk) or thermogard console. Suspecting the catheter leak. Per the reporter, the patient reached the target temperature and the catheter was not replaced. The patient is in stable condition. No patient consequence.